Manufacturer narrative:
The service technician was able to verify the reported issue. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilation operation. Replaced the o2 blender with a known good one. All tests passed. Therefore, root cause is confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 experienced fio2 issue. Patient having trouble breathing on the ventilator. The customer confirmed that there was no patient harm associated with the reported event.